Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify if 1 or 2 sutures were used? Please clarify if suture breakage occurred with only 1 suture? Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure - n/a. The diagnosis and indication for the index surgical procedure? - n/a. Was the stratafix suture used to hold the incision in the vaginal cuff? - yes. Was the stratafix broken in the middle of did it pull out from the tissue? - yes/yes. Did the surgeon consider reinforcing the middle of the cuff with a support suture? - just the edges where it was loose. What was the appearance of the suture during the second procedure? - good but surgeon said it was loose, didn't hold like a barded suture. If applicable, will product be returned, return date, tracking information - no. What is physician¿s opinion as to the etiology of or contributing factors to what is the patient current status? - will not try the suture again and stick to vloc. Very concerned about quality of suture, understands that this may have been a one in a million, and wanted this reported.

Event description:
It was reported that the patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2017 and the barbed suture was used continuous. During the procedure, a surgeon re-enforced the outside ends of barbed suture which were holding the incision in the vaginal cuff closed with unknown brand suture and did not re-enforce the center where barbed sutures met. The patient was admitted to the ER approximately two weeks¿ post-op/around (B)(6) 2017 with bleeding and pain. No blood transfusion was required and it was unknown how much blood loss may have occurred. It was discovered that the barbed suture had dehisced/broke in the middle and pulled out from the tissue. The surgeon did not know if there were contributing factors such as heavy lifting, coughing or etc. During second surgery, the surgeon noticed that the barbed suture was loose and did not hold like a barbed suture. Bleeding was stopped by suturing over the bared suture with another unknown suture. The patient was discharged and has a follow up appointment on (B)(6) 2017. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please clarify if 1 or 2 sutures were used - please clarify if suture breakage occurred with only 1 suture. Because of the nature of the closure, it is unclear if one or both of the sutures that were used broke. 2 sutures were used however if both or just one broke is unsure.